Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing morphine (unknown) for non-malignant pain. It was reported that the patient was trying to get a bolus and the machine part of it was not working. Caller stated they were getting no pump response. Caller stated they were getting stuck at 90%. Agent walked caller through clearing out the data and going back to the myptm application. The troubleshooting steps that were taken on the call resolved the issue. Caller stated patient was at 4 boluses left, but did not think they had used more than 1 today. Agent reviewed to monitor going forward after the data had been cleared.